Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device with delivery system were used. The procedure was completed without complications. The patient was discharged on eliquis and aspirin and remained compliant. During the routine 45 day post procedural transesophageal echocardiogram (tee) a mobile thrombus on the face of the device was detected. Due to the concern of the mobility of the thrombus, the patient was hospitalized and placed on intravenous heparin. On (B)(6) 2021, a tee showed the thrombus had reduced in size but was still mobile. The patient is in a stable condition but has remained hospitalized for monitoring.